Event description:
After administering i.m. Medication employee attempted to move the safety shield into the protective position. The shield jammed (did not work smoothly). The extra effort to close the unit caused a jerky movement whereupon the unit stuck the employee.